Event description:
Info received indicates the head section of the bed is drifting.

Manufacturer narrative:
The technician isolated the issue to the head motor. He replaced the head motor to repair the bed.